Event description:
It was reported that the tip of the stent & tantilum spoon broke off - iliac stenting procedure (off-label use). The stent was fully deployed - when trying to pull the delivery system out of the pt's tortuous anatomy, the plastic tip of the delivery catheter got caught on the tip of the tantilum spoon. In an effort to dislodge the catheter from the stent, additional force was applied at which point the stent and tantilum spoon broke off and floated into the internal iliac and into a smaller vessel. No retrieval procedure is scheduled to remove the indwelling piece and no further complications were reported.